Event description:
It was reported the patient presented after an unrelated surgery. Interrogation revealed the right ventricular lead exhibited loss of capture. The cause was dislodgement of the right ventricular lead. The right ventricular lead was repositioned on (B)(6) 2022. The patient was recovering following the surgery.